Event description:
Based on analysis completed on (B)(4) 2011.related complaints: same case as MFR:2134265-2011-06169.it was reported that during preparation for a percutaneous rotational atherectomy treatment procedure, a guide wire fracture occurred.the 90% stenosed lesion was located in the moderately calcified and non-tortuous right coronary artery. A 1.25mm rotalink burr and 325cm rotawire were selected. During platforming of the 1.25mm rotalink burr for a few seconds the rotawire broke just outside of the touhy outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and that patient's status is fine. However, returned device analysis revealed a fractured rotawire at a portion that could enter the patient.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:an examination of the returned device found that the core wire was fractured at 123.2cm approx. From the distal end. The fracture site presents rotational marks indicative if contact with the rotaburr. All outer diameter measurements are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause is considered handling damage as the event occurred prior to patient contact.(B)(4).